Event description:
It was reported that the customer has experienced elevated bg levels (400 mg/dl) after pump displayed 20 units left in the cartridge.

Manufacturer narrative:
The device has not been returned for evaluation. Should new info become available, a supplemental report will be submitted.